Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable after the second shock to the pt. Reference medwatch report 1220908-2013-00832 for similar pt event. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.